Event description:
During a follow up phone call the customer stated that sensors were coming loose after two days. The customer's most resent blood glucose value was 425 mg/dl, which was treated with a bolus deliver and the customer was feeling good. The customer declined troubleshooting and stated that in the morning of the phone call they were having trouble so they changed the entire set, delivered a bolus and their blood glucose was now decreasing. The customer also mentioned that they had been getting weak signal and lost sensor alerts, the week prior to the phone call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).